Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a latitude red alert was generated. This defibrillator and non-boston scientific right ventricular lead displayed a high out of range impedance measurement. A review of the information revealed an inappropriate shock, however, the patient had not experienced any adverse effects. The lead will be further monitored in the near future. No adverse patient effects were reported.